Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) - dyspareunia. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-04506. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 in order to treat pelvic organ prolapse concurrently with a hysterectomy. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 01/03/2017. (B)(4). It was reported that following insertion the patient experienced scar tissue, urinary retention, urinary incontinence, urgency, and emotional distress.

Event description:
Details: it was reported that following insertion the patient experienced scar tissue, urinary retention, urinary incontinence, urgency, and emotional distress.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. She had a lysis of adhesions performed on (B)(6) 2004, due to vaginal adhesions and dyspareunia. And she underwent a mesh removal surgery on (B)(6) 2009 by dr (B)(6). No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure and a sling was implanted. Concomitantly the patient underwent a transvaginal hysterectomy.